Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base was replaced to resolve the reported issue

Event description:
The hospital reported that the right rear wheel detached from the base unit which could cause the unit to tip or fall. There was no report of patient involvement.